Event description:
A nurse reported the unit was not suctioning well. Additional information indicated one case was cancelled. The patient had not been prepped yet, so there was no patient impact/injury associated with this event.

Manufacturer narrative:
Waiting for evaluation results.